Manufacturer narrative:
Further analysis by physio confirmed that the therapy wire harness was not manufactured to specification and that the angle of the two ferrite beads on the therapy wire harness of this device did not meet the acceptance criteria. When the angle of the two ferrite beads is too small, the therapy wire harness can move out of place and push on u1 and crush or break its legs. Therefore the root cause of the broken solder legs on u1 is that the therapy wire harness was out of specification.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient involvement in this event. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic shock at a reduced energy level. As a result, the incorrect defibrillation therapy may be delivered to a patient, if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a therapy harness ferrite bead being set over an integrated circuit, designator u1, on the analog pcb assembly in error during the manufacturing of the device. The incorrectly set therapy harness ferrite bead broke leg 16 and caused the reported issue. The device was destructively tested and retained by physio-control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient involvement in this event. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic shock at a reduced energy level. As a result, the incorrect defibrillation therapy may be delivered to a patient, if needed.